Event description:
Legal papers state plaintiff alleges that in 2002 plaintiff underwent a hip surgery, wherein a hip screw was implanted into their hip, and that in 02/2003 plaintiff presented to doctor alleging acute right hip pain and subsequently underwent an additional hip surgery to remove the hardware implainted and have a rod placed in their hip.